Event description:
It was reported that the coil separated inside the sheath and would not advance, it was removed and there was no harm to the patient. Another coil was deployed successfully.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned.  The alleged product issue event as described could not be confirmed.   If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the pusher exhibited lead wires separation of approximately 10cm long at the middle section and the implant loops deformed; however, the implant was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
N/a